Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment of a malignant stricture. The stricture was located in the left intrahepatic duct and was approximately 3cm in length. The patient was noted to have tortuous anatomy. The stricture was dilated with a non-bsc balloon dilatation catheter. Following dilatation, the stricture was noted to have opened via x-ray visualization. During the procedure, the wallstent was inserted into the patient. However, the device failed to cross the stricture. No visible issues were noted to the device. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment of a malignant stricture. The stricture was located in the left intrahepatic duct and was approximately 3cm in length. The patient was noted to have tortuous anatomy. The stricture was dilated with a non-bsc balloon dilatation catheter. Following dilatation, the stricture was noted to have opened via x-ray visualization. During the procedure, the wallstent was inserted into the patient. However, the device failed to cross the stricture. No visible issues were noted to the device. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. A kink was noted in the shaft at the distal end of the mounted stent. During a functional evaluation, it was possible to insert the device through an 8fr sheath without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed no similar complaints for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.